Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a solent omni thrombectomy with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities. A functional test was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is an indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported an error message occurred during aspiration. An angiojet solent omni catheter was being used in a thrombectomy treatment procedure. The device was primed and advanced into the patient. During aspiration the pump bulb filled with fluid and began leaking. The system stopped and an error message was received. The device was removed from the patient and the procedure was completed with another solent omni catheter. No patient complications were reported and the patient was fine.